Event description:
It was reported that a patient underwent an open reduction internal fixation for an olecranon fracture. It was noted on a routine x-ray that the olecranon osteotomy nail broke where it meets the olecranon osteotomy end cap. Revision surgery took place on (B)(6) 2015. An incision was made and the broken hardware was removed. The only complications with this procedure were there were two (2) small pieces of metal about 1mm each from the broken hardware; both small pieces were removed without any issue. Two unknown screws were also explanted. Both were intact. A left four-hole 3.5mm locking compression plate (lcp) olecranon plate was used to fix the remaining fracture. There were no delays noted. This report is for two unknown screws. This is report 3 of 3 for com-(B)(4).

Manufacturer narrative:
This report is for two unknown screws/unknown lots. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.